Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/left micro insert is abnormally positioned in the endometrial cavity"), device expulsion ("left micro insert is abnormally positioned in the endometrial cavity"), oophorectomy ("oophorectomy") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. C06526, c06625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain on (B)(6) 2014, vomiting on (B)(6) 2014, nausea on (B)(6) 2014, latex allergy ((severe anaphylaxis)) on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, heart murmur (since her childhood.) On (B)(6) 2014, asthma on (B)(6) 2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6) 2014, c-section on (B)(6) 2014, skin removal on (B)(6) 2014, epigastric hernia on (B)(6) 2014, chronic obstructive lung disease on (B)(6) 2014, asthma on (B)(6) 2014, sleep apnea on (B)(6) 2014, depressive disorder on (B)(6) 2014, bipolar disorder on (B)(6) 2014, schizophrenia on (B)(6) 2014, multiple sclerosis on (B)(6) 2014, fibromyalgia syndrome on (B)(6) 2014, gastric bypass on (B)(6) 2014, bee sting (bee stings (anaphylaxis)) from (B)(6) 2014 to (B)(6) 2015, tubal ligation on (B)(6) 2015, shortness of breath on (B)(6) 2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6) 2015, bariatric surgery (morbid obesity with bariatric surgery) in (B)(6) 2010, smoker (smoke 2 packs of cigar rets a day) on (B)(6) 2015, fatigue on (B)(6) 2015, dizziness on (B)(6) 2015, decreased activity on (B)(6) 2015, stress on (B)(6) 2015, drug hypersensitivity on (B)(6) 2015, chest pain on (B)(6) 2015, abnormal arterial blood gases on (B)(6) 2015, aortic valve disease on (B)(6) 2015, chest pain on (B)(6) 2015, chronic lumbago on (B)(6) 2015, chronic pain on (B)(6) 2015, constipation on (B)(6) 2015, contraception on (B)(6) 2015, gastroesophageal reflux disease on (B)(6) 2015, hemorrhoids on (B)(6) 2015, hypothyroidism on (B)(6) 2015, insomnia on (B)(6) 2015, pain in extremity on (B)(6) 2015, migraine on (B)(6) 2015, multiple sclerosis on (B)(6) 2015, neck pain on (B)(6) 2015, otitis media on (B)(6) 2015, pain in jaw on (B)(6) 2015, urinary retention on (B)(6) 2015, urinary frequency on (B)(6) 2015, wrist pain (right) on (B)(6) 2015, abdominoplasty on (B)(6) 2015, gastric operation on (B)(6) 2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6) 2015 and hernia repair on (B)(6) 2015. Previously administered products included for gi bleeding: aspirin from (B)(6) 2014 to (B)(6) 2015; for hallucinations: abilify from (B)(6) 2014 to (B)(6) 2015; for severe shakiness: risperdal from (B)(6) 2014 to (B)(6) 2015; for stomach upset: acetaminophen from (B)(6) 2014 to (B)(6) 2015; for prevent pregnancy: mirena iud. Concurrent conditions included gravida I since (B)(6) 2015, parity 1 since (B)(6) 2015, shoulder pain since (B)(6) 2015, numbness since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, tobacco user since (B)(6) 2015, cervical disc disease since (B)(6) 2015, uterine cervical pain since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, paraesthesia since (B)(6) 2015, anxiety since (B)(6) 2015, allergic reaction to analgesics since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015 and cervical radiculopathy since (B)(6) 2015. Family history included high cholesterol, mental disability, anemia on (B)(6) 2015, asthma on (B)(6) 2015 and obesity on (B)(6) 2015. Concomitant products included carbamazepine (tegretol), esomeprazole magnesium (nexium), gabapentin (neurontin), montelukast (singulair), quetiapine (seroquel), salbutamol (ventoline) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes (hot flashes)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (severe depression)"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes"). The patient was treated with medroxyprogesterone (depo provera), surgery (underwent salpingectomy and full hysterectomy), surgery (underwent salpingectomy and full hysterectomy) and surgery (underwent oophorectomy). At the time of the report, the device dislocation, device expulsion, oophorectomy, uterine haemorrhage, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, urinary tract disorder, migraine, headache, nausea, dyspareunia, fatigue, irritable bowel syndrome and bladder disorder outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered bladder disorder, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). Seven coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right essure device, the first device was discarded due to an attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to an area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Diagnostic results: on (B)(6) 2015, essure confirmation test, fl hysterosalpingogram-(B)(6) 2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6) 2015, MRI brain with and without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6) 2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) -2015, urine pregnancy test, negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patient¿s details, historical condition, historical drug, family history, concomitant disease, concomitant drugs and treatment drug were added. Hormonal changes (hot flashes), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems (severe depression), bladder or urinary problems or changes, migraines / headaches, nausea, dyspareunia, pain /pelvic pain (constant and 8 or 9 scale 1-10), fatigue, gastrointestinal or digestive system condition (irritable bowel syndrome) and migration of essure device events were added. Event left micro insert is abnormally positioned in the endometrial cavity added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/left micro insert is abnormally positioned in the endometrial cavity/malposition of essure device location of device: uterus"), device expulsion ("left micro insert is abnormally positioned in the endometrial cavity/migration of essure device (location of device: endometrial cavity, uterus)"), device breakage ("device breakage"), oophorectomy ("oophorectomy") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. C06526 (inv), c06625(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain on (B)(6) 2014, vomiting on (B)(6) 2014, nausea on (B)(6) 2014, latex allergy ((severe anaphylaxis)) on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, heart murmur (since her childhood.) On (B)(6) 2014, asthma on (B)(6) 2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6) 2014, c-section on (B)(6) 2014, skin removal on (B)(6) 2014, epigastric hernia on (B)(6) 2014, chronic obstructive lung disease on (B)(6) 2014, asthma on (B)(6) 2014, sleep apnea on (B)(6) 2014, depressive disorder on (B)(6) 2014, bipolar disorder on (B)(6) 2014, schizophrenia on (B)(6) 2014, multiple sclerosis on (B)(6) 2014, fibromyalgia syndrome on (B)(6) 2014, gastric bypass on (B)(6) 2014, bee sting (bee stings (anaphylaxis)) from 23-dec-2014 to 2-jan-2015, tubal ligation on (B)(6) 2015, shortness of breath on (B)(6) 2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6) 2015, bariatric surgery (morbid obesity with bariatric surgery) in 2010, smoker (smoke 2 packs of cigar rets a day) on (B)(6) 2015, fatigue on (B)(6) 2015, dizziness on (B)(6) 2015, decreased activity on (B)(6) 2015, stress on (B)(6) 2015, drug hypersensitivity on (B)(6) 2015, chest pain on (B)(6) 2015, abnormal arterial blood gases on (B)(6) 2015, aortic valve disease on (B)(6) 2015, chest pain on (B)(6) 2015, chronic lumbago on (B)(6) 2015, chronic pain on (B)(6) 2015, constipation on (B)(6) 2015, contraception on (B)(6) 2015, gastroesophageal reflux disease on (B)(6) 2015, hemorrhoids on (B)(6) 2015, hypothyroidism on (B)(6) 2015, insomnia on (B)(6) 2015, pain in extremity on (B)(6) 2015, migraine on (B)(6) 2015, multiple sclerosis on (B)(6) 2015, neck pain on (B)(6) 2015, otitis media on (B)(6) 2015, pain in jaw on (B)(6) 2015, urinary retention on (B)(6) 2015, urinary frequency on (B)(6) 2015, wrist pain (right) on (B)(6) 2015, abdominoplasty on (B)(6) 2015, gastric operation on (B)(6) 2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6) 2015 and hernia repair on (B)(6) 2015. Previously administered products included for gi bleeding: aspirin from 23-dec-2014 to 2-jan-2015; for hallucinations: abilify from 23-dec-2014 to 2-jan-2015; for severe shakiness: risperdal from 23-dec-2014 to 2-jan-2015; for stomach upset: acetaminophen from 23-dec-2014 to 2-jan-2015; for prevent pregnancy: mirena iud. Concurrent conditions included gravida I since (B)(6) 2015, parity 1 since (B)(6) 2015, shoulder pain since (B)(6) 2015, numbness since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, tobacco user since (B)(6) 2015, cervical disc disease since (B)(6) 2015, neck pain since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, paraesthesia since (B)(6) 2015, anxiety since (B)(6) 2015, allergic reaction to analgesics since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015 and cervical radiculopathy since (B)(6) 2015. Family history included high cholesterol, mental disability, anemia on (B)(6) 2015, asthma on (B)(6) 2015 and obesity on (B)(6) 2015. Concomitant products included levonorgestrel (mirena) since november 2016 for birth control as well as alprazolam, carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), ergocalciferol, esomeprazole magnesium (nexium), gabapentin, gabapentin (neurontin), levonorgestrel (mirena) since 2015, levothyroxine, montelukast, montelukast (singulair), multivitamin, ondansetron, oxycocet (percocet), quetiapine, quetiapine (seroquel), salbutamol (ventoline) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced hot flush ("hormonal changes (hot flashes)/hormpnal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (severe depression)/psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue/fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches (event splitted for coding)/migraine/headache"), headache ("migraines / headaches (event splitted for coding)/migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), anaemia ("blood or heart disorder/condition: anemia"), bipolar disorder ("bipolar disorder") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone (depo provera), paracetamol (acetaminophen), surgery (underwent salpingectomy and full hysterectomy) and surgery (underwent oophorectomy). At the time of the report, the device dislocation, device expulsion, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dyspareunia, fatigue, irritable bowel syndrome, bladder disorder and back pain had not resolved and the device breakage, oophorectomy, uterine haemorrhage, urinary tract disorder, nausea, anaemia, bipolar disorder and abdominal pain outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, anaemia, back pain, bipolar disorder, bladder disorder, depression, device breakage, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). 7 coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right essure device, the first device was discarded due to an attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to an area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Diagnostic results: on (B)(6) 2015, essure confirmation test, fl hysterosalpingogram-(B)(6) 2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. The results of essure confirmation test- on (B)(6) 2015 unilateral occlusion (right tube occluded) and malposition of essure device. Healthcare provider told about her results as on (B)(6) 2015 left essure displaced and occlusion of right fallopian tube. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6) 2015, MRI brain withand without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6) 2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, urine pregnancy test, negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is not valid) on 9-aug-2018: pfs received: concomitant drugs and new events device breakage, blood or heart disorder/condition: anemia, bipolar disorder, abdominal pain were added. On 8-aug-2018: reporter information added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/left micro insert is abnormally positioned in the endometrial cavity/malposition of essure device location of device: uterus') and device breakage ('device breakage') in a 40-year-old female patient who had essure (batch no. C06526 ,c06625 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal arterial blood gases on (B)(6) 2015, aortic valve disease on (B)(6) 2015, chest pain on (B)(6) 2015, chronic lumbago on (B)(6) 2015, chronic pain on (B)(6) 2015, constipation on (B)(6) 2015, contraception on (B)(6) 2015, gastroesophageal reflux disease on (B)(6) 2015, hemorrhoids on (B)(6) 2015, hypothyroidism on (B)(6) 2015, insomnia on (B)(6) 2015, pain in extremity on (B)(6) 2015, migraine on (B)(6) 2015, multiple sclerosis on (B)(6) 2015, neck pain on (B)(6) 2015, otitis media on (B)(6) 2015, pain in jaw on (B)(6) 2015, urinary retention on (B)(6) 2015, urinary frequency on (B)(6) 2015, wrist pain (right) on (B)(6) 2015, abdominoplasty on (B)(6) 2015, gastric operation on (B)(6) 2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6) 2015, hernia repair on (B)(6) 2015, tubal ligation on (B)(6) 2015, shortness of breath on (B)(6) 2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6) 2015, smoker (smoke 2 packs of cigar rets a day) on (B)(6) 2015, fatigue on (B)(6) 2015, dizziness on (B)(6) 2015, decreased activity on (B)(6) 2015, stress on (B)(6) 2015, drug hypersensitivity on (B)(6) 2015, chest pain on (B)(6) 2015, bee sting (bee stings (anaphylaxis)) from (B)(6) 2014 to (B)(6) 2015, chronic obstructive lung disease on (B)(6) 2014, asthma on (B)(6) 2014, sleep apnea on (B)(6) 2014, depressive disorder on (B)(6) 2014, bipolar disorder on (B)(6) 2014, schizophrenia on (B)(6) 2014, multiple sclerosis on (B)(6) 2014, fibromyalgia syndrome on (B)(6) 2014, gastric bypass on (B)(6) 2014, pain on (B)(6) 2014, vomiting on (B)(6) 2014, nausea on (B)(6) 2014, latex allergy ((severe anaphylaxis)) on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, heart murmur (since her childhood.) On (B)(6) 2014, asthma on (B)(6) 2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6) 2014, c-section on (B)(6) 2014, skin removal on (B)(6) 2014, epigastric hernia on (B)(6) 2014, bariatric surgery (morbid obesity with bariatric surgery) in 2010, cervical spinal stenosis, hypercapnia, hemorrhoids, myocardial infarction and suicidal ideation. On (B)(6) 2015, essure confirmation test, fl hysterosalpingogram-(B)(6) 2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. The results of essure confirmation test- on (B)(6) 2015 unilateral occlusion (right tube occluded) and malposition of essure device. Healthcare provider told about her results as on (B)(6) 2015 left essure displaced and occlusion of right fallopian tube. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6) 2015, MRI brain withand without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6) 2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, urine pregnancy test, negative. Previously administered products included for gi bleeding: aspirin from (B)(6) 2014 to (B)(6) 2015; for hallucinations: abilify from (B)(6) 2014 to (B)(6) 2015; for severe shakiness: risperdal from (B)(6) 2014 to (B)(6) 2015; for stomach upset: acetaminophen from (B)(6) 2014 to (B)(6) 2015; for prevent pregnancy: mirena iud. Concurrent conditions included anxiety since (B)(6) 2015, allergic reaction to analgesics since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, paraesthesia since (B)(6) 2015, shoulder pain since (B)(6) 2015, numbness since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, tobacco user since (B)(6) 2015, cervical disc disease since (B)(6) 2015, neck pain since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, gravida I since (B)(6) 2015 and parity 1 since (B)(6) 2015. Family history included high cholesterol, mental disability, anemia, asthma and obesity. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for birth control as well as alprazolam, carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), ergocalciferol, esomeprazole magnesium (nexium), gabapentin, gabapentin (neurontin), levonorgestrel (mirena) since 2015, levothyroxine, montelukast, montelukast sodium (singulair), ondansetron, oxycodone hydrochloride;paracetamol (percocet), quetiapine, quetiapine fumarate (seroquel), salbutamol (ventoline), topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced hot flush ("hormonal changes (hot flashes)/hormpnal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches (event splitted for coding)/migraine/headache"), headache ("migraines / headaches (event splitted for coding)/migraine/headache") and anaemia ("blood or heart disorder/condition: anemia"), 12 days after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems (severe depression)/psychological or psychiatric problems"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue") and bipolar disorder ("bipolar disorder"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes/bladder or urinary problems or changes"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent oophorectomy ("oophorectomy") and experienced uterine haemorrhage ("abnormal uterine bleeding"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and surgery (underwent oophorectomy and underwent salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, device breakage, hot flush, depression, migraine, nausea, dyspareunia, fatigue, anaemia and bipolar disorder was resolving, the oophorectomy, uterine haemorrhage and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder and hypersensitivity had resolved and the female sexual dysfunction, headache, irritable bowel syndrome and back pain had not resolved. The reporter considered abdominal pain, anaemia, back pain, bipolar disorder, bladder disorder, depression, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). 7 coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right essure device, the first device was discarded due to na attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to na area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Patient received treatment for pain, device breakage, allergy, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: see below. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added lot number: c06526 is not valid. Lot number: c06625 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: fu 14 and 15 processed together. Pfs received- onset date of the event bipolar disorder, nausea, dyspareunia, fatigue and hot flashes were added. Outcome of the events were device breakage, anemia, bipolar disorder and nausea updated from unknown to recovering and events device expulsion, depression, migraines / headaches, dyspareunia, fatigue and hot flashes from not recovered to recovering/resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device/left micro insert is abnormally positioned in the endometrial cavity/malposition of essure device location of device: uterus"), device expulsion ("left micro insert is abnormally positioned in the endometrial cavity/migration of essure device (location of device: endometrial cavity, uterus)"), oophorectomy ("oophorectomy") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. C06526, c06625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain on (B)(6) 2014, vomiting on (B)(6) 2014, nausea on (B)(6) 2014, latex allergy ((severe anaphylaxis)) on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, heart murmur (since her childhood.) On (B)(6) 2014, asthma on (B)(6) 2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6) 2014, c-section on (B)(6) 2014, skin removal on (B)(6) 2014, epigastric hernia on (B)(6) 2014, chronic obstructive lung disease on (B)(6)2014, asthma on (B)(6)2014, sleep apnea on (B)(6)2014, depressive disorder on (B)(6)2014, bipolar disorder on 10-sep-2014, schizophrenia on 10-sep-2014, multiple sclerosis on (B)(6)2014, fibromyalgia syndrome on (B)(6)2014, gastric bypass on (B)(6)2014, bee sting (bee stings (anaphylaxis)) from (B)(6)2014 to (B)(6)2015, tubal ligation on (B)(6)2015, shortness of breath on (B)(6)2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6)2015, bariatric surgery (morbid obesity with bariatric surgery) in 2010, smoker (smoke 2 packs of cigar rets a day) on (B)(6)2015, fatigue on (B)(6)2015, dizziness on (B)(6)2015, decreased activity on (B)(6)2015, stress on (B)(6)2015, drug hypersensitivity on (B)(6)2015, chest pain on (B)(6)2015, abnormal arterial blood gases on (B)(6)2015, aortic valve disease on (B)(6)2015, chest pain on (B)(6)2015, chronic lumbago on (B)(6)2015, chronic pain on (B)(6)2015, constipation on (B)(6), contraception on (B)(6)2015, gastroesophageal reflux disease on (B)(6)2015, hemorrhoids on (B)(6)2015, hypothyroidism on (B)(6)2015, insomnia on (B)(6)2015, pain in extremity on (B)(6)2015, migraine on (B)(6)2015, multiple sclerosis on 16-mar-2015, neck pain on (B)(6) 2015, otitis media on (B)(6) 2015, pain in jaw on (B)(6) 2015, urinary retention on (B)(6) 2015, urinary frequency on (B)(6) 2015, wrist pain (right) on (B)(6) , abdominoplasty on (B)(6) 2015, gastric operation on (B)(6) 2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6) 2015 and hernia repair on (B)(6) 2015. Previously administered products included for gi bleeding: aspirin from (B)(6) 2014 to(B)(6) 2015; for hallucinations: abilify from (B)(6) 2014 to (B)(6) 2015; for severe shakiness: risperdal from (B)(6) 2014 to(B)(6) 2015; for stomach upset: acetaminophen from (B)(6) 2014 to (B)(6) 2015; for prevent pregnancy: mirena iud. Concurrent conditions included gravida I since (B)(6) 2015, parity 1 since (B)(6) 2015, shoulder pain since (B)(6) 2015, numbness since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, tobacco user since (B)(6) 2015, cervical disc disease since (B)(6) 2015, neck pain since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, paraesthesia since (B)(6) 2015, anxiety since (B)(6)2015, allergic reaction to analgesics since (B)(6)2015, cervical spinal stenosis since (B)(6)2015 and cervical radiculopathy since (B)(6)2015. Family history included high cholesterol, mental disability, anemia on (B)(6)2015, asthma on (B)(6)2015 and obesity on (B)(6)2015. Concomitant products included carbamazepine (tegretol), esomeprazole magnesium (nexium), gabapentin (neurontin), levonorgestrel (mirena) since 2015, montelukast (singulair), quetiapine (seroquel), salbutamol (ventoline) and topiramate (topamax). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced hot flush ("hormonal changes (hot flashes)/hormpnal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (severe depression)/psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue/fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, oophorectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches (event splitted for coding)/migraine/headache"), headache ("migraines / headaches (event splitted for coding)/migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). The patient was treated with medroxyprogesterone (depo provera), paracetamol (acetaminophen), surgery (underwent salpingectomy and full hysterectomy), surgery (underwent salpingectomy and full hysterectomy) and surgery (underwent oophorectomy). At the time of the report, the device dislocation, device expulsion, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dyspareunia, fatigue, irritable bowel syndrome, bladder disorder and back pain had not resolved and the oophorectomy, uterine haemorrhage, urinary tract disorder and nausea outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered back pain, bladder disorder, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). 7 coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right essure device, the first device was discarded due to an attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to an area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Diagnostic results: on (B)(6)2015, essure confirmation test, fl hysterosalpingogram-(B)(6)2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. The results of essure confirmation test- on 18may2015 unilateral occlusion (right tube occluded) and malposition of essure device. Healthcare provider told about her results as on (B)(6)2015 left essure displaced and occlusion of right fallopian tube. On (B)(6)2015, urine pregnancy test, negative. On (B)(6)2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6)2015, MRI brain withand without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6)2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6)2015, urine pregnancy test, negative. On (B)(6)2015, urine pregnancy test, negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event per pfs: back pain was added. Outcome of the events updated to not resolved. Laboratory data was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device/left micro insert is abnormally positioned in the endometrial cavity/malposition of essure device location of device: uterus"), device breakage ("device breakage"), oophorectomy ("oophorectomy") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. C06526(not valid),c06625(notvalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain on (B)(6)2014, vomiting on (B)(6)2014, nausea on (B)(6)2014, latex allergy ((severe anaphylaxis)) on (B)(6)2014, allergic reaction to analgesics on (B)(6)2014, heart murmur (since her childhood.) On (B)(6)2014, asthma on (B)(6)2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6)2014, c-section on (B)(6)2014, skin removal on (B)(6)2014, epigastric hernia on (B)(6)2014, chronic obstructive lung disease on (B)(6)2014, asthma on (B)(6)2014, sleep apnea on (B)(6)2014, depressive disorder on (B)(6)2014, bipolar disorder on (B)(6)2014, schizophrenia on (B)(6)2014, multiple sclerosis on (B)(6)2014, fibromyalgia syndrome on (B)(6)2014, gastric bypass on (B)(6)2014, bee sting (bee stings (anaphylaxis)) from (B)(6)2014 to (B)(6)2015, tubal ligation on (B)(6)2015, shortness of breath on (B)(6)2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6)2015, bariatric surgery (morbid obesity with bariatric surgery) in 2010, smoker (smoke 2 packs of cigar rets a day) on (B)(6)2015, fatigue on (B)(6)2015, dizziness on (B)(6)2015, decreased activity on (B)(6)2015, stress on (B)(6)2015, drug hypersensitivity on (B)(6)2015, chest pain on (B)(6)2015, abnormal arterial blood gases on (B)(6)2015, aortic valve disease on (B)(6)2015, chest pain on (B)(6)2015, chronic lumbago on (B)(6)2015, chronic pain on (B)(6)2015, constipation on (B)(6)2015, contraception on (B)(6)2015, gastroesophageal reflux disease on (B)(6)2015, hemorrhoids on (B)(6)2015, hypothyroidism on (B)(6)2015, insomnia on (B)(6)2015, pain in extremity on (B)(6)2015, migraine on (B)(6)2015, multiple sclerosis on (B)(6)2015, neck pain on (B)(6)2015, otitis media on (B)(6)2015, pain in jaw on (B)(6)2015, urinary retention on (B)(6)2015, urinary frequency on (B)(6)2015, wrist pain (right) on (B)(6)2015, abdominoplasty on (B)(6)2015, gastric operation on (B)(6)2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6)2015 and hernia repair on (B)(6)2015. Previously administered products included for gi bleeding: aspirin from (B)(6)2014 to (B)(6)2015; for hallucinations: abilify from (B)(6)2014 to (B)(6)2015; for severe shakiness: risperdal from (B)(6)2014 to (B)(6)2015; for stomach upset: acetaminophen from (B)(6)2014 to (B)(6)2015; for prevent pregnancy: mirena iud. Concurrent conditions included gravida I since (B)(6)2015, parity 1 since (B)(6)2015, shoulder pain since (B)(6)2015, numbness since (B)(6)2015, cervical radiculopathy since (B)(6)2015, tobacco user since (B)(6)2015, cervical disc disease since (B)(6)2015, neck pain since (B)(6)2015, cervical spinal stenosis since (B)(6)2015, paraesthesia since (B)(6)2015, anxiety since (B)(6)2015, allergic reaction to analgesics since (B)(6)2015, cervical spinal stenosis since (B)(6)2015 and cervical radiculopathy since (B)(6)2015. Family history included high cholesterol, mental disability, anemia on (B)(6)2015, asthma on (B)(6)2015 and obesity on (B)(6)2015. Concomitant products included levonorgestrel (mirena) since (B)(6)2016 for birth control as well as alprazolam, carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), ergocalciferol, esomeprazole magnesium (nexium), gabapentin, gabapentin (neurontin), levonorgestrel (mirena) since 2015, levothyroxine, montelukast, montelukast (singulair), multivitamin, ondansetron, oxycocet (percocet), quetiapine, quetiapine (seroquel), salbutamol (ventoline) and topiramate (topamax). On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/abnormal bleeding (vaginal, menorrhagia)"). In 2017, the patient experienced hot flush ("hormonal changes (hot flashes)/hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (severe depression)/psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue/fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches (event splitted for coding)/migraine/headache"), headache ("migraines / headaches (event splitted for coding)/migraine/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), back pain ("lower back pain"), anaemia ("blood or heart disorder/condition: anemia"), bipolar disorder ("bipolar disorder") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone (depo provera), paracetamol (acetaminophen), surgery (underwent salpingectomy and full hysterectomy) and surgery (underwent oophorectomy). At the time of the report, the device expulsion, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, migraine, headache, dyspareunia, fatigue, irritable bowel syndrome, bladder disorder and back pain had not resolved and the device breakage, oophorectomy, uterine haemorrhage, urinary tract disorder, nausea, anaemia, bipolar disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bipolar disorder, bladder disorder, depression, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). 7 coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right. Essure device, the first device was discarded due to na attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to an area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Diagnostic results: on (B)(6)2015, essure confirmation test, fl hysterosalpingogram-(B)(6)2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. The results of essure confirmation test- on (B)(6)2015 unilateral occlusion (right tube occluded) and malposition of essure device. Healthcare provider told about her results as on (B)(6)2015 left essure displaced and occlusion of right fallopian tube. On (B)(6)2015, urine pregnancy test, negative. On (B)(6)2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6)2015, MRI brain with and without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6)2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6)2015, urine pregnancy test, negative. On (B)(6)2015, urine pregnancy test, negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added. Lot number: c06526 is not valid. Lot number: c06625 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/left micro insert is abnormally positioned in the endometrial cavity/malposition of essure device location of device: uterus') and device breakage ('device breakage') in a 40-year-old female patient who had essure (batch no. C06526 inv,c06625 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal arterial blood gases on (B)(6) 2015, aortic valve disease on (B)(6)2015, chest pain on (B)(6) 2015, chronic lumbago on (B)(6) 2015, chronic pain on (B)(6) 2015, constipation on (B)(6) 2015, contraception on (B)(6) 2015, gastroesophageal reflux disease on (B)(6) 2015, hemorrhoids on (B)(6) 2015, hypothyroidism on (B)(6)2015, insomnia on (B)(6) 2015, pain in extremity on (B)(6) 2015, migraine on (B)(6) 2015, multiple sclerosis on (B)(6) 2015, neck pain on (B)(6) 2015, otitis media on (B)(6) 2015, pain in jaw on (B)(6)2015, urinary retention on (B)(6) 2015, urinary frequency on (B)(6)2015, wrist pain (right) on (B)(6) 2015, abdominoplasty on (B)(6) 2015, gastric operation on (B)(6) 2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6) 2015, hernia repair on (B)(6) 2015, tubal ligation on (B)(6) 2015, shortness of breath on (B)(6) 2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6) 2015, smoker (smoke 2 packs of cigar rets a day) on (B)(6)2015, fatigue on (B)(6) 2015, dizziness on (B)(6) 2015, decreased activity on (B)(6) 2015, stress on (B)(6) 2015, drug hypersensitivity on (B)(6) 2015, chest pain on (B)(6) 2015, bee sting (bee stings (anaphylaxis)) from (B)(6) 2014 to (B)(6) 2015, chronic obstructive lung disease on (B)(6) 2014, asthma on (B)(6) 2014, sleep apnea on (B)(6) 2014, depressive disorder on (B)(6) 2014, bipolar disorder on (B)(6) 2014, schizophrenia on (B)(6) 2014, multiple sclerosis on (B)(6) 2014, fibromyalgia syndrome on (B)(6) 2014, gastric bypass on (B)(6) 2014, pain on (B)(6) 2014, vomiting on (B)(6) 2014, nausea on (B)(6) 2014, latex allergy ((severe anaphylaxis)) on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, heart murmur (since her childhood.) On (B)(6) 2014, asthma on (B)(6) 2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6) 2014, c-section on (B)(6) 2014, skin removal on (B)(6) 2014, epigastric hernia on (B)(6) 2014 and bariatric surgery (morbid obesity with bariatric surgery) in 2010. *on (B)(6) 2015, essure confirmation test, fl hysterosalpingogram-(B)(6)2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. The results of essure confirmation test- on (B)(6) 2015 unilateral occlusion (right tube occluded) and malposition of essure device. Healthcare provider told about her results as on (B)(6) 2015 left essure displaced and occlusion of right fallopian tube. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6) 2015, MRI brain with and without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6) 2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, urine pregnancy test, negative. Previously administered products included for gi bleeding: aspirin from (B)(6) 2014 to (B)(6) 2015; for hallucinations: abilify from (B)(6) 2014 to (B)(6) 2015; for severe shakiness: risperdal from (B)(6) 2014 to (B)(6) 2015; for stomach upset: acetaminophen from (B)(6) 2014 to (B)(6) 2015; for prevent pregnancy: mirena iud. Concurrent conditions included anxiety since (B)(6) 2015, allergic reaction to analgesics since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, paraesthesia since (B)(6) 2015, shoulder pain since (B)(6) 2015, numbness since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, tobacco user since (B)(6)2015, cervical disc disease since (B)(6)2015, neck pain since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, gravida I since (B)(6) 2015 and parity 1 since (B)(6) 2015. Family history included high cholesterol, mental disability, anemia, asthma and obesity. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for birth control as well as alprazolam, carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), ergocalciferol, esomeprazole magnesium (nexium), gabapentin, gabapentin (neurontin), levonorgestrel (mirena) since 2015, levothyroxine, montelukast, montelukast sodium (singulair), ondansetron, oxycodone hydrochloride;paracetamol (percocet), quetiapine, quetiapine fumarate (seroquel), salbutamol (ventoline), topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced hot flush ("hormonal changes (hot flashes)/hormpnal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches (event splitted for coding)/migraine/headache"), headache ("migraines / headaches (event splitted for coding)/migraine/headache") and anaemia ("blood or heart disorder/condition: anemia"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6)2015, the patient experienced nausea ("nausea"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (severe depression)/psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue/fatigue"), back pain ("lower back pain"), bipolar disorder ("bipolar disorder"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction") and underwent oophorectomy ("oophorectomy"). The patient was treated with medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and surgery (underwent oophorectomy and underwent salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, hot flush, female sexual dysfunction, depression, migraine, headache, dyspareunia, fatigue, irritable bowel syndrome and back pain had not resolved, the device breakage, oophorectomy, uterine haemorrhage, nausea, anaemia, bipolar disorder and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder and hypersensitivity had resolved. The reporter considered abdominal pain, anaemia, back pain, bipolar disorder, bladder disorder, depression, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). 7 coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right essure device, the first device was discarded due to na attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to na area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Patient received treatment for pain, device breakage, allergy, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: see below. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added lot number: c06526 is not valid. Lot number: c06625 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event allergic reaction added. Event outcome of bladder disorder, pelvic pain, vaginal hemorrhage, menorrhagia were updated. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/left micro insert is abnormally positioned in the endometrial cavity/malposition of essure device location of device: uterus') and device breakage ('device breakage') in a 40-year-old female patient who had essure (batch no. C06526 ,c06625 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal arterial blood gases on (B)(6) 2015, aortic valve disease on (B)(6) 2015, chest pain on (B)(6) 2015, chronic lumbago on (B)(6) 2015, chronic pain on (B)(6) 2015, constipation on (B)(6) 2015, contraception on (B)(6) 2015, gastroesophageal reflux disease on (B)(6) 2015, hemorrhoids on (B)(6) 2015, hypothyroidism on (B)(6) 2015, insomnia on (B)(6) 2015, pain in extremity on (B)(6) 2015, migraine on (B)(6) 2015, multiple sclerosis on (B)(6) 2015, neck pain on (B)(6) 2015, otitis media on (B)(6) 2015, pain in jaw on (B)(6) 2015, urinary retention on (B)(6) 2015, urinary frequency on (B)(6) 2015, wrist pain (right) on (B)(6) 2015, abdominoplasty on (B)(6) 2015, gastric operation on (B)(6) 2015, gastric operation (for morbid-obesity gastric bypass) on (B)(6) 2015, hernia repair on (B)(6) 2015, tubal ligation on (B)(6) 2015, shortness of breath on (B)(6) 2015, morbid obesity (morbid obesity with bariatric surgery) on (B)(6) 2015, smoker (smoke 2 packs of cigarettes a day) on (B)(6) 2015, fatigue on (B)(6) 2015, dizziness on (B)(6) 2015, decreased activity on (B)(6) 2015, stress on (B)(6) 2015, drug hypersensitivity on (B)(6) 2015, chest pain on (B)(6) 2015, bee sting (bee stings (anaphylaxis)) from (B)(6) 2014 to (B)(6) 2015, chronic obstructive lung disease on (B)(6) 2014, asthma on (B)(6) 2014, sleep apnea on (B)(6) 2014, depressive disorder on (B)(6) 2014, bipolar disorder on (B)(6) 2014, schizophrenia on (B)(6) 2014, multiple sclerosis on (B)(6) 2014, fibromyalgia syndrome on (B)(6) 2014, gastric bypass on (B)(6) 2014, pain on (B)(6) 2014, vomiting on (B)(6) 2014, nausea on (B)(6) 2014, latex allergy ((severe anaphylaxis)) on (B)(6) 2014, allergic reaction to analgesics on (B)(6) 2014, heart murmur (since her childhood.) On (B)(6) 2014, asthma on (B)(6) 2014, fibromyalgia (ears, back, knees, feet, ankles and whole body) on (B)(6) 2014, c-section on (B)(6) 2014, skin removal on (B)(6) 2014, epigastric hernia on (B)(6) 2014 and bariatric surgery (morbid obesity with bariatric surgery) in 2010. *on (B)(6) 2015, essure confirmation test, fl hysterosalpingogram- (B)(6) 2015- findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. The results of essure confirmation test- on (B)(6) 2015 unilateral occlusion (right tube occluded) and malposition of essure device. Healthcare provider told about her results as on (B)(6) 2015 left essure displaced and occlusion of right fallopian tube. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, fl hysterosalpingogram, findings: the right micro inserts from essure procedure appear appropriately positioned, but the left micro insert is abnormally positioned in the endometrial cavity. There is occlusion of the right fallopian tube without free spill of contrast into the peritoneal cavity. The left fallopian tube is patent and there is free spillage into the peritoneal cavity. Impression: on the left, the essure micro insert is abnormally positioned within the endometrial cavity, and the fallopian tube is patent with free spillage. On the right, there is occlusion of the right fallopian tube with a properly placed micro insert. On (B)(6) 2015, MRI brain with and without contrast, impression: no acute infarction, intracranial hemorrhage or enhancing mass lesion. No white matter signal abnormality identified to confirm demyelinating disease within the brain. Small pineal cyst measuring 8 mm is stable. On (B)(6) 2015, MRI thoracic spine with and without contrast, impression: mild thoracic spondylosis most pronounced at t9-t10 where there is a right paracentral disc protrusion. No cord compression or cord signal abnormality on this mildly motion degraded study. No mr findings to implicate demyelinating disease in the visualized spinal cord. On (B)(6) 2015, urine pregnancy test, negative. On (B)(6) 2015, urine pregnancy test, negative. Previously administered products included for gi bleeding: aspirin from (B)(6) 2014 to (B)(6) 2015; for hallucinations: abilify from (B)(6) 2014 to (B)(6) 2015; for severe shakiness: risperdal from (B)(6) 2014 to (B)(6) 2015; for stomach upset: acetaminophen from (B)(6) 2014 to (B)(6) 2015; for prevent pregnancy: mirena iud. Concurrent conditions included anxiety since (B)(6) 2015, allergic reaction to analgesics since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, paraesthesia since (B)(6) 2015, shoulder pain since (B)(6) 2015, numbness since (B)(6) 2015, cervical radiculopathy since (B)(6) 2015, tobacco user since (B)(6) 2015, cervical disc disease since (B)(6) 2015, neck pain since (B)(6) 2015, cervical spinal stenosis since (B)(6) 2015, gravida I since (B)(6) 2015 and parity 1 since (B)(6) 2015. Family history included high cholesterol, mental disability, anemia, asthma and obesity. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016 for birth control as well as alprazolam, carbamazepine (tegretol), duloxetine hydrochloride (cymbalta), ergocalciferol, esomeprazole magnesium (nexium), gabapentin, gabapentin (neurontin), levonorgestrel (mirena) since 2015, levothyroxine, montelukast, montelukast sodium (singulair), ondansetron, oxycodone hydrochloride; paracetamol (percocet), quetiapine, quetiapine fumarate (seroquel), salbutamol (ventoline), topiramate (topamax) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced hot flush ("hormonal changes (hot flashes)/hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)/abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches (event split for coding)/migraine/headache"), headache ("migraines / headaches (event split for coding)/migraine/headache") and anaemia ("blood or heart disorder/condition: anemia"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced nausea ("nausea"). In 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems (severe depression)/psychological or psychiatric problems"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition (irritable bowel syndrome)") and bladder disorder ("bladder changes/bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), fatigue ("fatigue/fatigue"), back pain ("lower back pain"), bipolar disorder ("bipolar disorder"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction") and underwent oophorectomy ("oophorectomy"). The patient was treated with medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and surgery (underwent oophorectomy and underwent salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, hot flush, female sexual dysfunction, depression, migraine, headache, dyspareunia, fatigue, irritable bowel syndrome and back pain had not resolved, the device breakage, oophorectomy, uterine haemorrhage, nausea, anaemia, bipolar disorder and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder and hypersensitivity had resolved. The reporter considered abdominal pain, anaemia, back pain, bipolar disorder, bladder disorder, depression, device breakage, device expulsion, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, oophorectomy, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she denied removal of her essure device (per pfs). 7 coils were visualized on the right ostia and 14 coils on the left ostia. Of note, prior to the introduction of the right essure device, the first device was discarded due to na attempt to introduce the device through the operative channel, the tip of the essure was deviated secondary to na area that was found to bent in the operative channel. A new essure device was used then for sterilization of the right ostia after successful placement was verified. Patient received treatment for pain, device breakage, allergy, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: see below. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flush, mental disorder, migraine, nausea and fatigue and event device expulsion was added. Lot number: c06526 is not valid. Lot number: c06625 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.